Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the transmitter and glucose sensor simulator and no unexpected lost sensor alarm was noted. All of the buttons functioned properly and no button error alarm or moisture damage to the keypad traces was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer called regarding lost sensor alarms she had received and a button error alarm was found to have occurred during troubleshooting. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.